Event description:
Device report from synthes reports an event in canada as follows: new drill guide was purchased to replace once which had had a small spring fall out. Apparently when it was washed for the first time the same small spring fell out in the washer. Event occurred in sterile processing on an unknown date. This is report 1 of 1 for (B)(4). This report is for 3.5mm lc-dcp® drill guide neutral & load.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is j&j company representative investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 3.5 lc-dcp drill guide neutral & load had the compression spring component broken, fragments were returned. A dimensional inspection for the 3.5 lc-dcp drill guide neutral & load was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 3.5 lc-dcp drill guide neutral & load would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, conforms. Dimensional inspection: device history part number: 323.350. Lot number: 97p4364. Manufacturing site: (B)(4). Release to warehouse date: 21 april 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.